Manufacturer narrative:
One used tracheostomy tube was returned for analysis. The device was leak tested and a leak was detected near the neck flange area. The device was dissected to locate the cause for the leak. The teflon tubing was located in the appropriate location but appeared to have punctured the inside of the shaft as it was inserted inside the inflation airway of the shaft. Based on the evidence, the complaint was confirmed. The root cause was a puncture from the teflon tubing. .

Event description:
Information was received indicating that this tracheostomy tube cuff would not hold water to stay inflated. This was noted after two and a half hours of use with a ventilator dependent patient. Medical intervention was required to remove and replace the endotracheal tube. No additional adverse patient effects were reported.